Event description:
It was reported that an inappropriate shock was delivered while the patient was combing their hair. The patient underwent isometric manipulation which showed noise on the electrocardiogram. The alternate sensing vector of this device was tested which showed less noise. The data with various programming options was loaded for further review. The patient was discharged home and will be monitored via remote monitoring. Additional information received noted that an untreated episode was recorded in the primary sensing vector showing myopotentials and t wave oversensing during a change in morphology. During a follow up the field representative noted noise susceptibility in all three sensing vectors. The primary sensing vector was programmed for this patient and the sensing performance was monitored via remote monitoring. Subsequently the device was explanted and will be returned. It was noted that an inappropriate shock was once again reported involving this device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an inappropriate shock was delivered while the patient was combing their hair. The patient underwent isometric manipulation which showed noise on the electrocardiogram. The alternate sensing vector of this device was tested which showed less noise. The data with various programming options was loaded for further review. The patient was discharged home and will be monitored via remote monitoring. Additional information received noted that an untreated episode was recorded in the primary sensing vector showing myopotentials and t wave oversensing during a change in morphology. During a follow up the field representative noted noise susceptibility in all three sensing vectors. The primary sensing vector was programmed for this patient and the sensing performance was monitored via remote monitoring. Subsequently the device was explanted and returned. It was noted that an inappropriate shock was once again reported involving this device. No additional adverse patient effects were reported.